Event description:
Patient allegedly received an implant via the right common femoral vein due to prophylaxis for venous thromboembolic problems (deep vein thrombosis and pulmonary embolism) in anticipation of surgical intervention; followed by three unsuccessful filter retrieval attempts ((B)(6) 2018, (B)(6) 2019 and (B)(6) 2019) and successful filter retrieval (B)(6) 2019. Patient is alleging vena cava perforation, device is unable to be retrieved and thrombus. Patient notes and further alleges experiencing limited mobility and fatigue. Per the (B)(6) 2018 unsuccessful filter retrieval report: "the ivc filter was in a good position infrarenally with no evidence of tilting. The ivc filter was patent. However, there was large amount of thrombus within the apical conical filter cavity causing an approximately 80% thrombosis. Based on these findings, I elected not to remove the filter. I have recommended the patient to be on systemic anticoagulation". Per the (B)(6) 2019 unsuccessful filter retrieval report: "the ivc filter has remained partially thrombosed with a large amount of thrombosed causing an obstruction of approximately 80% of the lumen. For this reason, the filter was not removed". Per the (B)(6) 2019 ivus procedure of the ivc and filter: "the clot burden in the filter is only causing a 40% stenosis of the vena cava. There are multiple struts that appear to have penetrated the caval wall based on the ivus. Given these findings the case was concluded". Per the (B)(6) 2019 successful ivc filter removal: "initial inferior vena cavogram: small captured thrombus slightly inferior to the hook of the ivc filter. 0 degree filter tilt documented. Inferior vena cavogram after the thrombolysis and suction thrombectomy: persistent small captured thrombus within ivc filter". "Post retrieval inferior vena cavogram: inferior vena cavography was then performed from the indwelling catheter/sheath, confirming ivc integrity and en-bloc filter retrieval without retained fragments. No ivc thrombus seen. Impression: 1. Successful ivc filter retrieval".

Manufacturer narrative:
Additional information: a2, a4, a5, b1, b5, b6, b7, d7 h6 (patient and device codes). Investigation: the following allegations have been investigated: vena cava perforation, ivc filter thrombus w/occlusion, stenosis, unable to remove, fatigue, limited mobility . Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported fatigue, limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557 it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2018. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."